Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "right side rupture¿. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.7., h.6.